Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, laparoscopic gastric sleeve procedure, the device was unable to fire, it refuted a new staple load while on the final stapler firing on the sleeve near the angle of his. The surgeon put the stapler across tissue, on the first squeeze the handle cracked. He explained it felt as if something was in the way of the knife blade advancing and though it may be the previous staple line. This resulted to an incomplete staple line. A new load and new handle was used in order to finish the case. No patient injury. The handle is expected to be returned for evaluation.